Event description:
It was reported that a spectrum pump does not detect when the door is closed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported failure to detect a closed door, which was reproduced. The evaluation experienced a door not fully latched message caused by a loose upper link screw. The link screws were replaced.